Event description:
It was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump was reset resolving the issue and customer was able to successfully resume insulin therapy. There was no adverse impact to the customer's blood glucose level.